Manufacturer narrative:
Additional information was received indicating there was no patient involvement.

Manufacturer narrative:
One cadd legacy plus pump was received in fair physical condition. The event history log was reviewed and the reported error codes were present. The device was powered up and it alarmed ec1210/1260 which is a corruption of the memory of the circuit board. The circuit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump displayed error 1210 and 1260. There was no reported adverse event.